Event description:
An optometrist reported a case of trace diffuse lamellar keratitis (dlk), observed on the patient's left eye at one day post high myopic lasik treatment. Reporter indicated topical steroid dosage increased. Add'l info has been requested.

Manufacturer narrative:
Add'l info has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Technical service provided and analyzed the service history which indicates proper and periodic maintenance has been complete. Technical root cause could not be determined as the system was performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).